Event description:
It was reported during the implant procedure that the setscrew of the rv coil connector could not be screwed in; the lead could not be fastened properly. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, on the visual inspection grommet damage was noted as was a rounded out setscrew.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, on the visual inspection grommet damage was noted as was a rounded out setscrew.